Event description:
It was reported that on (B)(6) 2022, the catheter was replaced in the patient. The external package of the new product was checked prior to use and found intact without any abnormalities. However once after the external package was opened, the pigtail coil at the tip of the ureteral stent was found to be broken. The user opened a new kit of stent to complete the procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. No physical sample was returned, however, photo samples were submitted. The position of the stent pictured appears to be in a bent position; the sample does not appear to be broken by the position of the stent pictured. A potential root cause for this event could be, "inappropriate package design". As no patient involvement was reported the device was not used on a patient, though it is intended for treatment purposes. As the device was not returned for evaluation, it was unknown if it had met all relevant specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that on (B)(6) 2022, the catheter was replaced in the patient. The external package of the new product was checked prior to use and found intact without any abnormalities. However once after the external package was opened, the pigtail coil at the tip of the ureteral stent was found to be broken. The user opened a new kit of stent to complete the procedure.